Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited post sensed t-wave over-sensing and incorrect interpretation of signal - over-sensing noted as ventricular tachycardia. No intervention was performed. Patient was stable.